Manufacturer narrative:
The cerelink sensor (ID (B)(4)) was not returned for evaluation as the product was discarded as per customer; and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a cerelink microsensor (ID 826851) was implanted on (B)(6) 2025 in a patient with a severe traumatic brain injury (tbi) and a closed head injury, who did not require surgical intervention. The patient initially had an intracranial pressure (icp) of 5 mmhg, but after several hours, it drifted to -5 mmhg and remained between -4 mmhg and -5 mmhg for the entire day. The icp waveform appeared normal but did not respond to patient stimuli such as suctioning and coughing. The lead remained on and intact the entire time. The sensor was removed on (B)(6) 2025, but it was not replaced as the patient's condition had improved. The monitor was functioning properly, and the patient did not experience any signs or symptoms caused by a device issue.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.